Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4)

Event description:
An ophthalmologist reported that during an intraocular lens (iol) implant procedure, the cartridge was observed to have fissured. Additional information provided by the surgeon, who reported that the discovery of the fissured cartridge was at the time of injection during the progression of the implant in the cartridge. The implant was not implanted; a new cartridge and a new implant were used. The physician could not guarantee that the fissure existed during the preparation of the implant because it was the intern (student) who prepared it.

Manufacturer narrative:
Evaluation summary: the used cartridge was returned. Inadequate viscoelastic is observed in the cartridge. The cartridge has evidence it was placed into a handpiece. The tip has heavy stress and a large aneurysm. The tip is not split. A qualified diopter iol was used with a qualified viscoelastic. The iol product history records were reviewed and the documentation indicated the product met release criteria. A large aneurysm was observed on the right side of the cartridge tip. This damage could have been interpreted as the reported "fissure". The tip is not split. The root cause for the observed damage may be related to a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with viscoelastic, which may result in damage or delivery issues. The damage observed to the tip of the used cartridge typically occurs if the lens is not positioned correctly/folded correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. Functional testing conducted with the unopened cartridge did not exhibit the damage observed to the used cartridge. The manufacturer internal reference number is: (B)(4).